Manufacturer narrative:
Citation: lopez s et al. Transcatheter valve-in-valve implantation in a degenerated very small mitroflow prosthesis. Interact cardiovasc thorac surg 2018 jun 15;27(6):850¿5. Doi: 10.1093/icvts/ivy192. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the feasibility and results of valve-in-valve implantation using a 23 mm transcatheter heart valve for the treatment of degenerated 19 mm and 21 mm surgical aortic valves. All data were collected from a single center between [date] and [date]. The study population included 18 patients (predominantly female; mean age 82 years), all of which underwent valve-in-valve implantation with either a 23 mm medtronic corevalve transcatheter heart valve or 23 mm medtronic evolut r transcatheter heart valve in a degenerated 19 mm or 21 mm mitroflow surgical aortic valve. No serial numbers were provided. Among all patients, one patient died due to atrial fibrillation with cardiac failure and poor general state 9 months after the procedure at the age of (B)(6) years. Based on the limited available information, medtronic product did not cause or contribute to this death. Among all patients, adverse events included: one patient required permanent pacemaker implantation, patient prosthesis mismatch, valve malposition (high valve implant or low valve implant), mild prosthetic aortic valve regurgitation, and persistent high post-implantation gradients. Based on the available information, medtronic product may have caused or contributed to these adverse events. No additional adverse patient effects or product performance issues were reported.